Event description:
It was reported that the coil (subject device) was used in the medical procedure. However, the subject coil got broke off within the microcatheter. The surgery was delayed by 10 minutes. The subject device was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient.

Manufacturer narrative:
B1 - product problem - corrected - no product problem. B5 - executive summary - updated. D4 ¿ expiration date ¿ added. D4 ¿ gtin ¿ updated. D9 - product available to stryker - updated. D9 - returned to manufacturer on ¿ updated. E1 - initial reporter phone ¿ updated. E1 - initial reporter address ¿ updated. E1 - initial reporter city - updated. H1 type of reportable event - corrected - no malfunction. H3 - device evaluated by mfg ¿ updated. H4 ¿ manufacturing date - added. F10/h6 health effect - impact code - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, there was no damage noted to the coil. Functional inspection was not required as the device was intact and no anomalies were noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of ¿main coil broken/fractured during use¿ was not confirmed during analysis. It was reported that the coil broke off in the microcatheter. The patient was not affected but the case became much more difficult due to having to take the catheter out and re-access the vessel. The device was returned for analysis, and it was noted that the main coil was intact and the coil was still attached to the delivery wire. Based on a review of all available information and the analysis of the returned device an assignable cause of not confirmed will be assigned to the reported event of ¿main coil broken/fractured during use¿. The issue included a returned device review (visual, physical testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the coil (subject device) was used in the medical procedure. However, the subject coil got broke off within the microcatheter. The patient was not affected. No further information available.